Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): unknown proximal body body 42mm (unknown); unknown glenosphere 41+0mm (unknown); unknown tray +10mm (unknown); unknown poly 44-41+3mm (unknown). E1: full establishment name: (B)(6). G2: literature - vauclin, c., sheppard, a., massey, p., adkins, j., callanan, m., lobao, m., & barton, r. S. (2025). Clinical outcomes of modular segmental megaprosthesis for revision shoulder arthroplasty with severe proximal humerus bone loss at a minimum two year follow-up. Jses international, 10(1), 101381. Https://doi.org/10.1016/j.jseint.2025.09.003 h6: proposed annex g code - mechanical (g04) - stem. Attempts have been made to gather all product identification information, and no further information has been provided. The reporter has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article was obtained that reported a retrospective study from the USA. The purpose of this study was to evaluate the functional outcomes, pain, and survivorship of modular segmental megaprosthesis utilized for revision, reverse total shoulder arthroplasty following failed shoulder arthroplasty in the setting of severe proximal humeral bone loss. Over approximately eight years, the article reviewed a total of 28 patients who underwent revision shoulder arthroplasty reconstruction. The study population had a mean age of 76 years at time of surgery (range, 60-91 years); (7 males/21 females). Follow-up was conducted at 6-week, 12-week, 6-month, 1-year, and 2-year intervals, with a mean length of follow-up for 2.8 years (range, 2.0-3.5 years). The literature reported that one patient required a revision due to loosening of the cemented humeral stem nine months post-operative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6.the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.